Event description:
During an in clinic follow up, it was reported that a loss of capture was observed on the device. It is unknown if the patient is pacemaker dependent. No intervention has been performed at this time. The patient was stable and will continue to be monitored. Further information has been requested but has not yet been received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review, the implantable pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information was reported indicating that abbott technical support was contacted revealing the reported event was not a true loss of capture but a functional loss of capture due to fusion/pseudofusion on the device.